Event description:
The distributor contacted animas on (B)(6) 2015 alleging a time/date reset issue; time and date reset to factory default setting. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue was not resolved with troubleshooting efforts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #2: date of submission 05/13/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: review of the black box data did not reveal any record of time/date reset to factory default setting. On investigation, the pump was exercised for 24 hours without malfunction. The time/date reset to factory default after removal of the battery for a period of less than 24 hours. Investigation duplicated the complaint. The pump was opened for investigation and revealed the internal clock battery was leaking and unable to hold a charge.